Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, partially fired and cartridge return batch number, k00z3u. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and test cartridge batch #, k01142. Analysis conclusion: based upon the info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open or close" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformities could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a thoracic procedure. It was reported by the affiliate that the customer reports that the stapler did open and close, but then something happened and the springs would not open the jaws again. A new device was used to complete the procedure. There was no pt consequence.